Manufacturer narrative:
Based on the info received and the visual results, it appears likely that the second firing of the instrument may have caused the reported incident. As the instrument is a single use instrument, a second firing of the instrument will not deliver staples, therefore, firing the instrument more than once is contraindicated. During analysis, it was noted that one mangled staple was returned in the instrument. It appears possible tha the anastomosis may have been disrupted and the staples may have been cut out during the second firing of the instrument. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during a recto sigmoid resection (low anterior resection). It was reported by the affiliate that all the steps before firing seemed to be done correctly. The device was fired more than one time. The affiliate reported that he was not sure that the knob was turned anti clock wise. The anastomosis was totally incomplete. The device did not fire any staples. The procedure was completed by suturing the anastomosis. It was reported that there was no consequence to the pt.